Event description:
I am writing to you to inform you of an incident which occurred in our establishment involving one of your company's devices. Report reference: (B)(4). Incriminated device : name of medical device: 50ml luer-lock syringe batch number: 2309036, date of incident: 06/12/2023, fact reference: (B)(4). Expiry date: 31/08/2028. When unpacking a 60ml syringe for a cytostatic preparation, I noticed an oily, sticky substance between the plunger and the inner tip of the syringe. Sticky substance between the plunger and the inner tip of the syringe. 50ml bd luer-lock syringe ref: (B)(6), lot 2309036, manufactured 01/09/2023, expires 31/08/2028. The incriminated device has been kept and is at your disposal for an expert appraisal, the conclusions of which I would like to know. Conclusions. Could you please arrange for a carrier to collect the device? :device.

Manufacturer narrative:
Pr (B)(6): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and six samples were provided to our quality team for investigation. Through visual inspection of the photo, silicone can be seen within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2309036 and were found to be within specification. The samples underwent these same tests and found one the products was above the specified limits, all other syringes were verified to be within specification. A device history review was performed for reported lot 2309036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. It is possible that a stop in the manufacturing line caused the syringe to remain under the dispenser, dripping extra silicone into the one syringe. Given the device records do not indicate any issues, this cannot be confirmed and a definitive root cause cannot be established at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
I am writing to you to inform you of an incident which occurred in our establishment involving one of your company's devices. Report reference: (B)(4). Incriminated device : name of medical device: 50ml luer-lock syringe. Batch number: 2309036. Date of incident: (B)(6) 2023. Fact reference: (B)(4). Expiry date: 31/08/2028. When unpacking a 60ml syringe for a cytostatic preparation, I noticed an oily, sticky substance between the plunger and the inner tip of the syringe. Sticky substance between the plunger and the inner tip of the syringe. 50ml bd luer-lock syringe ref: (B)(4) lot 2309036 manufactured 01/09/2023 expires 31/08/2028 the incriminated device has been kept and is at your disposal for an expert appraisal, the conclusions of which I would like to know. Conclusions. Could you please arrange for a carrier to collect the device? Device.